Manufacturer narrative:
Device investigation narrative - one (B)(4) ultra-fast-fix assembly curved needle device returned. The device is in used condition. The blue split cannula was returned. The depth limiter was returned but trimmed. T1 was not returned. T2 remains inside the needle track in its manufacturing position. Partial suture has been looped and is loose. Visual inspection shows that the manual advancement lever has not been fully advanced yet. Functional test indicates that the manual advancement of the actuator is functional. T2 advanced into proper location and stripped off the needle tip as intended. There is no deployment with this device as it requires manual advancement for each "t" into location for stripping off. There is no manufacturing cause related to support this complaint. The complaint ¿t2 non-deployment¿ cannot be supported. No further investigation is warranted. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t-2 anchor pre-deployed. All suture and anchors removed from the patient. A backup device was available to complete the procedure after a delay of approximately 10 minutes. No patient impact was reported.